Event description:
It was reported that during a routine device change-out the right ventricular lead's outer insulation was noted to be "shredded" and could be moved up and down the lead. Medical adhesive was used to cover the shredded area and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.